Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. Additional information was received that the explanted devices were disposed, and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in six months prior the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 18855082 UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 18855082 UDI: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed.